Event description:
It was reported that during the coil embolization procedure, physician felt resistance in the distal end while operating the subject guidewire. When the subject guidewire was removed to insert the coil it was confirmed that the 4cm tip of the subject guidewire was detached and left inside the patient's anatomy. An attempt was made to retrieve the tip but was difficult so it was embolized with the coils. Patient's anatomy was very meandering. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coil embolization procedure, physician felt resistance in the distal end while operating the subject guidewire. When the subject guidewire was removed to insert the coil it was confirmed that the 4cm tip of the subject guidewire was detached and left inside the patient's anatomy. An attempt was made to retrieve the tip but was difficult so it was embolized with the coils. Patient's anatomy was very meandering. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that resistance was felt when operating the subject guidewire and when it was removed, it was confirmed that 4cm of the guidewire tip had detached. An attempt was made to retrieve it; however, it was found to be difficult and the physician ended up coiling and placing the coil as it was. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter when the guidewire was inserted, the introducer was used when inserting the guidewire, there was no allegation against the microcatheter used in the case, and the patient's anatomy was very meandering. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint of guidewire distal tip broken/fractured during use, un-retrieved device fragments and guidewire distal end friction.